Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted on (B)(6), 2011. During this same surgery to replace the implanted device, excess skin was removed from the abutment bilaterally. The patient was also fitted with a longer abutment.

Manufacturer narrative:
(B)(4): device not available for analysis.